Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.42" x 0.10" was not returned. Blade damage may be detected by the generator with a solid tone or an error. Common causes of this failure is associated to mishandling/misuse. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst confirms that the instrument was missing a part at the tip. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: image review and failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's head allegedly broke. The procedure was completed using a backup instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment of the harmonic ace instrument broke and fell inside the patient. The fragment was removed using pliers during the same procedure. An unspecified post-operative test was performed to check for remaining fragments. The instrument was inspected prior to use and there was no damage observed. There were no functionality issues with the instrument. The fragment fell inside the patient during an instrument tip collision. The instrument was not removed during the procedure prior to the breakage. The customer felt no resistance upon final removal through the cannula, no additional damage to the instrument, and no damage to the cannula. The patient has not returned to the hospital due to experiencing post-surgical complications as the fragment was removed.